Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture discovered during surgery.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for left side. Devise has been explanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for left side. Devise has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) and opening striated in the anterior side assessed as surgical damage. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Yellow particles observed in the device.